Event description:
It was reported that an em2400 valve set leaked. It was further reported, the set is "leaking fluids into the bags causing 2:1 turbidity probably due to connected lipids". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d4: expiration date: 07/31/2024 (previously submitted as ni) additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from november 17, 2021 - november 18, 2021. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported condition was not verified. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted